Event description:
This is the report statement from the anesthesiologist who operated the defective device: "following uneventful induction of anesthesia and easy endotracheal intubation, I was unable to ventilate the child. The breathing circuit was ok so I removed the endotracheal tube and replaced it with another. This process took about 30-45 seconds. The first tube was completely occluded by a clear plastic membrane just below the ett adapter. Pt was not harmed but could have been seriously injured."device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: component failure, other, unanticipated, luer valve. Conclusion: device failure occurred and was related to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.